Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the instrument was received at us cq. The distal tip was stripped/twisted, preventing the device from functioning as intended. The twisted/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. Investigation conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 314.05, synthes lot number:4787191 , supplier lot number: n/a, release to warehouse date: 10jun2004, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient who had a genetic disorder with really hard bone underwent an open reduction internal fixation (orif) of the left hip using a proximal femur locking plate on a subtroch hip fracture. During the procedure, while putting in screws, a cannulated hexagonal screwdriver and a hexagonal screwdriver shaft got stripped. A backup screwdriver was used to complete the procedure. The procedure was successfully completed with no surgical delay. The patient status is unknown. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity# unknown). This report is for 1 cannulated 4.0mm hexagonal screwdriver. This is report 1 of 2 for (B)(4).